Manufacturer narrative:
Batch reviews performed on 17 october 2017. Lot 162173: (B)(4) items manufactured and released on 05 july 2016. Expiration date: 2021-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2, code 02.07.0034rp, lot. 166887 (k090988) (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patella was not tracking properly. The surgeon swapped the 10mm poly for a 14mm poly. Only the liner was revised. The surgery was completed successfully.